Event description:
3m attest steam chemical integrators used in steam sterilization to indicate steam sterilant exposure did not fully function as indicted in the manufacturer instructions for use (mifu). After steam sterilization, the device was inspected and was noted not to completely change to the black color as indicated in the mifu, white specs were noted and found on the color bar even though the entire color bar did have a color change to black. Pt code: 4582. Device code: 4052. Reference: mw5177092.